Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the device was not returned for analysis, the investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience proa is currently not commercially available in the us; however, it is similar to a device sold in the us.concomitant medical products device not available for evaluation.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that when unboxing the stent, it looked like the balloon had been inflated and the stent moved on the balloon and was not firmly attached. The device was not used. There was no patient involvement or a clinically significant delay in the procedure. No additional information was provided.